Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (myocardial infarction).

Event description:
Previously reported mi occurred one day post index procedure not on the day of the index procedure as previously reported.

Event description:
Approximately 23 months post index procedure, the patient expired. Death was assessed as a cardiac death. Cause of death was cardiorespiratory arrest and generalized infection. Investigator has assessed that the event was not related to the study device.

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. On the same day the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
Evaluation, results, conclusions: known inherent risk of procedure. (Death). (B)(4).